Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during reprocessing, the gastrointestinal videoscope had issues related to reprocessing. There were no reports of patient harm.

Event description:
It was found that there was a hole in the umbilical cord (red tape) found during reprocessing. It was also found that the ke (adhesive) around the forceps cover was missing.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information. The device was returned to olympus for inspection, and it was confirmed that there was a hole in the umbilical cord (red tape) and it had not been used. It was also confirmed that the ke adhesive around the forceps cover was missing. Based on the results of the investigation, the root cause and the probable cause could not be determined a review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in accordance with its specifications. Olympus will continue to monitor field performance for this device.